Manufacturer narrative:
For 5 of the 6 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 4 events, the control panel assembly was replaced to resolve the reported event, for 1 event the control panel assembly and the adjustable pressure limit valve were replaced to resolve the reported event. For 1 of the 6 reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event. Serial numbers: (B)(4).

Event description:
This report summarizes <noe> 6 <noe> malfunction events. A review of the events indicated that model 1006-9321-000 anesthesia gas machine experienced mechanical problems. 5 of the 6 of the events were reported for malfunction of the bag to vent switch preventing selection of the desired mode of ventilation. 1 event reported for unit failing to initiate mechanical ventilation when selected. These reports were received from various sources. Of the 6 events, 6 did not involve patients.